Manufacturer narrative:
Date of event: exact date unknown, event occurred several years ago.

Event description:
It was reported that the patient did not like the stimulation and was running on lower frequency where tingling was felt. The patient underwent a revision procedure wherein the lead was repositioned.